Event description:
It was reported that the broach was 3 1/2 mm, it was set right where the doctor wanted it. When the doctor went to place the real implant, it set at 5 mm.

Manufacturer narrative:
Weight updated. An event regarding seating height discrepancy between an accolade tmzf stem and broach was reported. The event was not confirmed. Device evaluation could not be performed as no items were returned. The provided records were rejected for review by a consulting clinician. A device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. A complaint history review found no other similar events have been reported for the subject manufacturing lot. The event could not be confirmed nor the root cause of the reported seating height discrepancy determined due to the minimal information received. No further investigation for this event is possible at this time.

Event description:
It was reported that the broach was 3 1/2 mm, it was set right where the doctor wanted it. When the doctor went to place the real implant, it set at 5 mm. As per the sales rep via a phone call: the surgeon placed the broach and it sat flush. When the stem was placed, it sat proud.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.